Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hub broke when screwing the luer lock on the drainage bag. A new catheter was placed. There was no reported patient injury.

Manufacturer narrative:
Records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one proximal fragment with connector hub from a 10fr navarre opti drain catheter was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for a cracked connector hub, as a longitudinal crack extending to the proximal end of the hub was observed on the exterior and interior surfaces of the hub. Additionally, scratches on the exterior surface near the 10 mark were observed just distal to the crack. A chip and surface roughing on the side diametrically opposite of the 10 mark were also observed. The geometry and grouping of the scratches is consistent with characteristics of damage caused by manipulating the hub with tools. Furthermore, the crack begins at one of scratches, which indicates that tool use may have contributed to the formation of the crack. Although the definite root cause could not be determined, it is possible that a molding issue and/or instrument manipulation of the hub contributed to the formation of the crack. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the hub allegedly broke when screwing the luer lock on the drainage bag. A new catheter was placed. There was no reported patient injury.